Event description:
It was reported that the pt had been seen for follow-up in 2007, for pump refill. The pt subsequently died unexpectedly at home two months later. While the exact cause of death was unk, the event was not attributed to the device. It was unk whether an autopsy had been performed. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. Add'l info has been requested from the physician.

Manufacturer narrative:
The final prod disposition is unk; the pump has not been received for analysis.